Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-03485. It was reported both of the patient's scs system leads were replaced due to lead migration. Reportedly, one lead migrated outside the epidural space while the other lead migrated several levels down. Effective stimulation therapy was restored postoperatively.